Manufacturer narrative:
Cryotherapy portion of case cancelled due to system issues. Procedure will be rescheduled based on biopsy results.

Event description:
Keyboard failed, unable to test the probe. Patient on the table and under anesthesia. Tried to reboot the system with no luck. Changed ports, still did not work. Rebooted again twice. Called support and was told to change the keyboard. Keyboard changed, did not work. Field service called. Cryo portion of the case was cancelled due to the system issues. One hour delay.

Manufacturer narrative:
Field service engineer sent on-site to evaluate and did not find any issues with the keyboard. The em assembly was found to have issues and was replaced. Em assembly returned to healthtronics for evaluation by service engineering. Em assembly was found to have an issue on the interface board. The symptom the technician observed during the procedure was a byproduct of the faulty em assembly, which was replaced.